Event description:
It was reported that oversensing on the ventricular lead was noted via review of ECG. Noise was not reproducible with provocation testing. All electrical measurements were stable. Lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.